Event description:
The patient contacted animas on (B)(6) 2012 alleging that they received the letter from animas in regards to the keypad. Patient reported that the symbols on the pump are worn off and that is for all the keypad buttons. Patient reports that the symbols were wearing off about 6 months ago to a year ago patient also reported that the ok button needs to be pushed multiple times to get a response and noticed this approximately 2 weeks ago. There is no visible damage to the keypad. Patient claimed that there was no visible moisture on the pump and denied any misuse of the pump. The product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. There was evidence of keypad contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.